Manufacturer narrative:
(B)(4).

Event description:
A small left apical pneumothorax was noted in the post implant chest x-ray. This is all of the information that was reported to us at this time. This lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.